Event description:
It was reported that the pt underwent an implantable neurostimulator (ins) removal due to pocket infection. The pt was implanted with a new ins two months later; this system was eventually explanted due to another infection. Cultures were taken of infection site, however, the results were not available at the time of this report. The pt recovered without sequela. Add'l info has been requested from the hcp, but was not available as of the date of this report.